Event description:
The event is reported as: complaint alleges: "the user found that the staple cannot be fixed tightly and was fractured." Defect was discovered prior to use on a pt.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.